Manufacturer narrative:
Medtronic received the following information from the journal article entitled; endoprosthesis disconnection, type iii endoleak in endurant ii prosthesis fawaz bardooli, chiara grattoni, kareem oshoala, paolo sbarzaglia, antonio mangieri, francesco gannini and antonio colombo. Cardiovascular revascularization medicine 2019 https://doi.org/10.1016/j.carrev.2019.07.013. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. A follow up CT one year post the index procedure showed a type iiia endoleak with increasing aneurysm size of 74mm. The endoleak was located at the origin of the right common iliac artery were a severe kinking of the vessel was present. An intervention procedure was carried out and a new endurant ii limb was implanted as treatment. It was reported that as the endoleak was localized at the level of the origin of the common iliac artery, where a significant tortuosity and kinking of the vessel was present, it is possible that the anatomical predisposition together with the recurrent falls of the patient have contributed to the separation in the lower part of the prosthesis. No additional clinical sequelae were reported and the patient is fine.